Event description:
It was reported that a patient had a bridge bolus and had a major cardiac event after the bolus cleared. The patient was hospitalized as a result. The bridge bolus was going from hydromorphone with 2.5 mg/ml to 10 mg/day. The dose was going from 0.65 mg/day to 0.5 mg/day. The patient was admitted to the emergency room (ER) with cardiac events at the same time the bridge bolus was complete. The drug was changed on (B)(6) 2015 and the event happened on (B)(6) 2015. The event was at/around the time that the bridge bolus cleared. A health care provider (hcp) had been doing research on the patient¿s symptoms and was looking into a possible serotonin syndrome. The symptoms seemed to match and the hcp was looking into this further. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a patient experienced overdose following an increase of medication. The patient stated that she had flu like symptoms; diarrhea, vomiting, and loss of bowel control. The patient reported respiratory arrest and heart attack/ congestive heart failure. A heart catheter was done and the healthcare professional said that the patient¿s heart was ¿ok¿ and said it was called ¿heartbreak syndrome, when the body was under terrible stress can cause heart to act like it¿s having a heart attack.¿ the patient was in ICU (intensive care unit) for 4 days and in non-ICU 2 more days. Drug was lowered back to ¿0.55.¿ the patient noted that there was ¿nothing written in "the journals" about and trouble with the pump,¿ and wanted ¿these events made known.¿ the patient said she was very sensitive to the medication and must increase very slowly. The patient stated there were two events with the same symptoms.

Event description:
It was later reported that the patient was doing fine. A healthcare professional (hcp) stated that they had not been able to determine the cause. The event occurred after a bridge bolus.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).